Event description:
I used clear care plus with hydraglyde to clean my contact lenses for the first time the evening before (B)(6) /2018. After inserting my contacts lenses the next day ((B)(6)) I soon began to have irritation and fogginess in my eyes (about 1.5 mins later). I removed my contact lenses. I called the company that makes it (alcon) and they said they have received calls from others having the same experience. My eyes are still irritated today even though I have not worn my contacts since. I noticed the reviews online from numerous sources are showing substantial negative reviews mentioning the irritation and fogginess. The majority of the online reviews are stating problems with irritation and fogginess which have resulted in some people even seeking medical treatment. I previously used clear care (not the clear care plus with hydraglyde) for several years without problems. Others are saying the same thing in their reviews. Due to the magnitude of the consumers experiencing irritation and fogginess from the product, it is extremely concerning. Over-the-counter product; the problem stopped after the person reduced the dose or stopped taking or using the product. Frequency: daily. Dates of use: (B)(6) 2018 - (B)(6) 2018.